Event description:
Although a previous measurement indicated a treatment length of 135mm, with the image intensifier in a straight a/p position, the physician measured 160-170mm in length from the lowest renal to the right hypogastric. Despite accurate deployment of the trunk-ipsilateral component at the lower renal, the right hypogastric was covered. No additional treatment in response to the covering was deemed necessary by the physician due to good seal obtained in the common iliac. Physician made no allegation of product deficiency, however was concerned about the lack of availability of a shorter. Trunk-ipsilateral component in gore's product offering.